Event description:
Boston scientific received information that this system displayed a low, right ventricular shock impedance measurement. The local field representative reported that the patient would be brought into the clinic for follow up. An attempt to obtain additional information has been made. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.